Event description:
The facility representative reported an ipump with a condition of "micro-processor unit (mpu) board assembly damaged." It is unknown when the event occurred; however, it was identified in the "general patient ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged micro-processor unit (mpu) board assembly involving an ipump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged patient controlled analgesic (pca) connector on the micro-processor (mpu) board. The mpu board was replaced to fix the reported condition.